Event description:
Pt had bilateral silicone breast implants in 1985; requesting replacement with saline. History of thrombocytosis since silicone implants placed. On the right, capsule appeared intact. On the left, gel was visualized and gel appeared to be very cohesive and quite viscous.